Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ipsilateral infraorbital nerve involvement, with tongue anesthesia and hemiface paresthesia, allergic reaction, edema, hyperemia, redness, abscess, purulent secretion, oral infection, and inflammatory process are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions for use "as a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the lower eye region and chin region with unspecified juvéderm voluma and juvéderm volift with lidocaine. Nineteen days later patient developed ¿large hemiface edema in the right side and signs of ipsilateral infraorbital nerve involvement, with tongue anesthesia, hemiface paresthesia.¿ patient was reviewed at a hospital and was prescribed predsin and ¿d4¿ with 30% reduction and improvement of trigeminal nerve symptoms. Four days later patient developed left edema and left hyperemia in the infraorbital region. The patient visited another healthcare professional who palpated and did not find any nodulation and no evidence of infection, suspecting it is a product reaction. This physician prescribed predsin, hydroxyzine and ¿intercalate cold wet and warm,¿ further describing symptoms as an allergic reaction with swelling and redness at the injection sites. The injecting physician reviewed the patient and identified a probable infectious condition and started treatment with cipro and clarithromycin. The second healthcare professional drained the abscess, or ¿purulent secretion by the oral cavity," and diagnosed the patient with ¿oral infection of hyaluronic acid.¿ patient is under antibiotic therapy, with progressive improvements of the inflammatory process.

Event description:
Additional information: healthcare professional noted "the infectious focus was gingival abscess. Nothing was related to the procedure."